Event description:
This attorney reports that a patient experienced injuries in a medical incident involving gelfoam powder, which occurred in 2004. At the time of this report no further information was provided.